Event description:
The customer reported the x-ray exposure alarm continued to beep. The field engineer responded the system was experiencing intermittent lock ups. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.